Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t11640rn. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. Manufacturing batch records for lot t11640rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Customer reported high triage troponini(tni) result compared to architect and istat. Triage tni = 0.06, positive. Architect = 0.056, negative. And istat = 0.01, negative. Patient diagnosis was "weakness, fall". Cutoff values: triage > 0.04 ng/ml = abnormal, istat > 0.08 ng/ml = abnormal, arcitect > 0.06 ng/ml = abnormal.